Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed that their sensor values are not available. The customer¿s blood glucose level was 523 mg/dl at the time of the incident. Troubleshooting was completed and the customer will call back if the alert persists after sensor change. The sensor will be returned for analysis.